Manufacturer narrative:
The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at the beginning of clipping the duct or artery in a laparoscopic cholecystectomy, the device locked out and they cannot squeeze the handle. One clip was fired outside the patient with trouble. The device failed to fire any clips after.they opened a new device to complete the case. There was no patient injury.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. The instrument was received partially applied. The instrument was applied to appropriate test media. The pusher bar was observed not functioning. The instrument was disassembled, two pawls were observed in the same post. Records for each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The analysis concluded there were no assembly component related conditions. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.